Event description:
It was reported that a non fiber optic catheter was inserted and connected to the autocat2 wave. The transducer was connected directly from the central lumen to the pump and they could not get a waveform. The transducer & cable were changed and there was still no waveform. They also received some erroneous pressure #s but when they cycled the power to the pump they went to zero. The console displayed a "no ap signal available" message. The console was exchanged. There were no pt complications.